Event description:
It was reported that a customer experienced a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. Despite the warranty expiration, the customer expressed interest in obtaining an out-of-warranty loaner pump. Technical support confirmed necessary details and informed the customer about sending a prescription before the loaner could be shipped. Additional communication was made to clarify paperwork and confirm email correspondence with the customer.